Event description:
It was reported that pump experienced malfunction code 16 with fault ID 0x2280 and could not be reset, and no notable events occurred prior to malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer did not have backup insulin therapy and planned to contact healthcare provider, while technical support confirmed warranty status and shipping details, provided instructions for storage mode and pump return, and arranged shipment of replacement pump with guidance to program pump settings and reconnect continuous glucose monitor on replacement device.